Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no external damage. Functional testing could not repeat customer stated problem during testing, the error was in history once. Device passed all functional testing, unable to replicate the reported issue. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: reloaded the software as part of the preventative maintenance process.

Event description:
Additional information received via email from customer and attached in complaint on (B)(6) 2021: issue was discovered during biomed testing. No patient involvement was reported.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed ec46822. It is unknown if there was no patient, or clinician injury associated with these occurrences. No further details provided at this time.